Event description:
On 4/4/2024, q'apel medical received an email from the FDA notifying the company of a voluntary MDR that was submitted on (B)(6) 2024. Per the reported problem statement: "walrus balloon guide causing dissection of cervical internal carotid artery at level of balloon inflation, as well as severe vasospasm, with extravasating hemorrhage requiring covered stent placement." The location provided was the USA. No other information was provided in the report.

Manufacturer narrative:
A review of mw5153004 that was issued had the following errors observed: brand name- hormonal replacement therapy report sent to FDA? N. Due to the limited information, q'apel medical is unable to confirm the reported event and determine if a product malfunction occurred.